Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead was over-sensing noise causing mode switches. The patient was asymptomatic. During the procedure, the physician saw that there was a nick in the insulation and decided to patch it on (B)(6) 2024. The patient was stable throughout the procedure.